Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. Concomitant product: 407645 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing, there was high atrial output, and it was noted that the ra lead was not in an optimal position. It was also reported that the right ventricular (rv) lead had high thresholds and the patient presented with non-capture. The output was increased. During the lead revision procedure the thresholds were acceptable through the analyzer. The rv thresholds seemed to change with position. The physician suspected a device pacing output issue as the device was not producing the programmed output. The ra lead, rv lead, and device ware explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.